Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the allegation was confirmed and the inverter was replaced. The inverter melted as this was shorting out. The programmer passed all needed test with kg inverter.

Event description:
Boston scientific received information that the programmer had a black screen and was returned for analysis. No patient involvement.